Event description:
The pt experienced an underdose and increase in spasms. The pump was not working right. Saline was being delivered via the pump. Add'l info has been requested.

Event description:
Additional information: it was later reported via clinical notes that on 2011-(B)(6), patient had a fluoroscopy guided percutaneous lumbar myelogram performed that showed an intact catheter and good spread of dye. The pump was re-programmed to deliver 0.15cc bolus to the tip of the catheter over 30 minutes; continuous infusion not changed. It was noted that the patient "will go today for a post-myelpogram CT scan; was to continue her medications and would be seen by the hcp in a month". On 2011-(B)(6) the pump was interrogated after MRI; event logs showed motor stall recovery occurred after MRI. Pump contained hydromorphone 55 mg/ml at a daily dose of 20.035mg and patient was on pain medication roxicodone 30 mg 4/day. Pump refill was noted to be next on 2011-(B)(6), but was to be evaluated the next day for her complaints. On (B)(6) 2011 patient was seen by hcp for the complaints of pain, weakness and numbness in right leg and low back that began 6 months ago. It was noted that patient was a "walker but now was unable to use her leg very much and had pain on the front of the leg all the way down". The MRI and CT scan reports indicated "pinched nerve at l4". Patient was recommended lumbar x-rays; roxicodone was increased to 6/day. On 2011-(B)(6) patient had the lumbar spine flexion and extension x-rays that showed grade 1 anterolisthesis l4/l5. Patient had an appointment for surgical evaluation on 2011-(B)(6). Current medications included ambien, valium, baclofen, flexeril, nuvigil, roxidone, accupril, celexa, dipridamole, lasix and potassium, iron pill.

Manufacturer narrative:
(B)(4).